Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink functional testing due to the cable being out of electrical specification. It was also noted that the label was delaminated. (B)(4).

Event description:
It was reported the rf (radio frequency) head was returned for repair and it was no longer needed. Followup indicates the returned rf heads either did not work or the account no longer had use for them. Unknown if there was an issue with this specific rf head. It was analyzed and tested out of specification. There was no patient involvement indicated.